Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that after a recent revision procedure (MFR report #:3006630150-2017-01003), the patient's ipg re-migrated more superficial and was causing discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that after a recent revision procedure (MFR report #:3006630150-2017-01003), the patient's ipg re-migrated more superficial and was causing discomfort. The patient will undergo an explant procedure.